Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
8015 pcu recalls 2016/lvp bezel post- 06/20/2017 09:46:57 (B)(6) 01/30/2018 07:20:28 (B)(6) this unit is impacted by both r046 kp dome tape and r060 super cap recall 10/04/2019 05:54:32 (B)(6) est major 10/11/2019 12:04:33 (B)(6) npi confirmed updated from rcl to mjr for the major repairs needed per (B)(6), service tech. Repair approved by (B)(6), biomed, at (B)(6). Use new po # (B)(4) 10/14/2019 15:18:41 (B)(6) 8015 pcu recalls 2016/lvp bezel post not affected. Replaced keypad for affected recall. C245 not affected recall. Replaced rear case. Install batt for missing. Replaced iui corroded. Replaced power cord wear out. Tested pm 10/15/2019 09:37:24 (B)(6), (B)(4). 12/15/2019 10:41:19 (B)(6) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4).